Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported the advisory device was explanted and replaced due to a single exhibited alert for long charge time before the device was actually implanted. No further information is available.